Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 8) occurred during basal delivery and cartridge had 300 units of insulin. Customer received a minimum fill notification after the user filled the cartridge with 300 units of insulin during the load sequence. Another cartridge was successfully filled. Customer's blood glucose was 400 mg/dl.